Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-29, serial/lot #: (B)(4), ubd: 10-jul-2020, UDI#: (B)(4). Product analysis: the valve remained implanted and the delivery catheter system (dcs) was discarded. Therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a bicuspid valve with an annulus diameter of 24*27 mm, pre-dilatation was performed with a 23 mm balloon. The valve was deployed normally and after release from the delivery catheter system (dcs), the valve went into a high position. While pulling out the nose cone of the dcs, the nose cone pulled the valve out of the annulus. A second transcatheter valve was successfully implanted. No additional adverse patient effects were reported.